Event description:
It was reported that the patient presented in clinic for follow up. Review of transmission revealed that the pacemaker was exhibiting t-wave oversensing and over-sensing noise. No changes or intervention was reported. The patient condition was unknown.